Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel-filled breast implant. Manufacturer¿s reference number: (B)(4),

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with two unknown mentor gel-filled breast prostheses that ruptured post-operatively. Left-side rupture was diagnosed via mammography on (B)(6) 2017. As a result, the patient underwent bilateral removal and replacement with 200cc mentor memorygel implants on (B)(6) 2018 (catalog # 3502001bc, s/ns (B)(4) [l] and (B)(4) [r]). On (B)(4) 3018, mentor became aware that during the replacement procedure, the right-side device was found to have a small rupture as well. This medwatch is for the right-side device.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor containing gel that appeared clear, with white material observed inside the device. Gel was observed on the shell surface. The product evaluation team (pe) discovered two rents. Rent a and b each measured approximately < 0.1 cm and were located on the anterior aspect. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rents gave no indications as to their causes. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the etiology of the white material found within the device. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).